Event description:
In 2001, the pt underwent an operation to repair a hallux valgus. In 2003, necrosis was noted at the head of the 1st metatarsal, in order to resect the head, an orthofix minirail fixator and three m400 fixator bars were applied for bone transport (with bone osteotomy). Four wires were inserted into each clamp. Two months later, a distal clamp broke across the bar attachment and was replaced. Two months following that, a middle clamp broke across the bar attachment and it, too, was replaced. The following month another breakage of a proximal clamp occurred at the same point. Two miniralls (m101 and m122) were applied, regonerare bone consolidate after three months. 2004, fixation was applied on two planes consolidation of regenerated pseudoarthrosis was observed. Fixation was removed the following month. Four months later, a non unlon was observed at docking site. In a new surgery, resection was performed and a new external fixator with three clamps were applied. Subsequently the following month, another clamp breakage occurred in the middle clamp, reportedly without weightbearing. The clamp was replaced and reinforced with tensioned plastic ties. Two months later, the bone was united. The multiple breakages of the clamps, all of which were similar, did not compromise the treatment site and the fixation stability.